Manufacturer narrative:
The complaint describing a leak at the headset connection cannot be verified due to mishandling of the product by the customer. A visual inspection and a test for flow, leak, and static pull were performed on the returned used transfer set. The tubing was detached from the connector, and this resulted in leaking. The flow test was in accordance with specifications. The reference samples were visually inspected and tested for flow, leak, and static pull, and all test results were within specifications. The batch for lot # 5002948 was verified and found within specifications.

Event description:
Pt reported the infusion set leaked insulin near the connector and this caused hyperglycemia. His blood glucose was around 6 mmol/l (252 mg/dl) after lunch and 16 mmoi/l (288 mg/dl) and hour later. He checked the infusion set and found the connection was loose. He did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.